Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two patient samples using vitros troponin I es reagent with two vitros 5600 integrated systems. The most likely assignable cause of the higher than expected results is instrument related. Vitros troponin I es precision testing performed was outside of ortho clinical diagnostics guidelines for both analyzer 1 and analyzer 2, indicating that the vitros 5600 integrated systems were not performing as intended. An ortho field engineer performed service actions to return the analyzer 1 to expected performance. Following these service actions, acceptable vitros troponin I es performance was observed on analyzer 1. Appropriate service actions are scheduled for analyzer 2. Based on historical quality control results, a vitros troponin I es lot 1960 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros troponin I es reagent lot 1960 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Pre¿analytical sample processing could also not be ruled out as a contributing factor, as ortho was unable to determine whether the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from two patient samples using vitros troponin I es reagent with two vitros 5600 integrated systems. The results obtained are as follows: patient 1 (analyzer 1 - s/n (B)(4)): 0.127 ng/ml vs. Expected result of <0.012 ng/ml; patient 2 (analyzer 2 - s/n (B)(4)): 0.149 ng/ml vs. Expected result of 0.016 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I results for both patients were reported from the laboratory, however there was no allegation of patient harm as a result of either event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).